Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that profile vortex blue 25mm file broke during use. Broken piece not retrieved. No injury. Additional treatment forth coming. Outcome will be updated.

Manufacturer narrative:
The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review was completed. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number.